Manufacturer narrative:
The sterilization reports were reviewed and there were no issues with the sterilization process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the cataract surgery with intraocular lens (iol) implant procedure unusual inflammation post cataract surgery after one week and that was not even control by therapy. The inflammation post operation was so severe that patient needed second surgery (vitrectomy) to clear the inflammation. Additional information has been requested.